Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in fair condition with damaged housing. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. During investigation the device was powered up and the device started double beeping. According to the investigation the reported problem was caused by the pump downstream sensor. Service's replaced the pump downstream sensor, damaged front and rear housing to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm and had damage case. It was reported that there was no patient involvement.